Event description:
Patient self tester alleges precision issues. On (B)(6) 2012, patient tested and obtained a 5.6. Result was much higher than he had expected, and much higher than he had been trending, so patient withheld his coumadin dosage. On (B)(6) 2012- pst tested and obtained a 2.1. One hour later he tested again and obtained a 3.0. Patient's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.